Event description:
Caller reported the connector was separated from the infusion set tube during usage. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This occurred in (B)(6).